Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a merlin.net report reflected a battery performance alert relating to the asymptomatic and non-dependent patient¿s implantable cardioverter defibrillator. As such and following the battery performance alert advisory, the physician opted to explant the patient¿s implantable cardioverter defibrillator and implanted a new device. As the patient¿s right ventricular lead had been exhibiting low impedance albeit for more than a year, the physician now further opted to cap and replace the patient¿s right ventricular lead inasmuch as the lead¿s capture threshold had increased very recently. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.